Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: adrenalectomy. Hospital: "surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs." Product available for return. Additional information received via email on 14oct2020 from [name]: the tips of the metal prongs were exposed in the patient. They used a new cd003 to complete the case. There was not multiple attempts made to advance to actuator. Patient status: "fine". Type of intervention: ni.

Event description:
Type of procedure performed: adrenalectomy. Hospital: [name] "surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs." Product available for return. Additional information received via email on 14oct2020 from [name]: the tips of the metal prongs were exposed in the patient. They used a new cd003 to complete the case. There was not multiple attempts made to advance to actuator. Patient status: fine, type of intervention: ni.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the supports, which confirmed the complainant's experience. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the event unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.